Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of an innova self-expanding stent delivery system with a guidewire stuck in the device. The outer shaft, middle shaft, inner shaft and the remainder of the device were checked for damage. The device was returned completely dismantled. The outer sheath was kinked in multiple places and separated from the nose cone. The middle shaft was separated approximately 105.5 cm from the tip. The inner liner was separated from the handle. The guidewire was stuck in the device sticking out of the distal end 15 cm and sticking out of the proximal end approximately 116 cm. The stent was not returned with the device. The handle was opened and the components were sent back loosely in the bag. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that deployment difficulty and stent elongation occurred. The target lesion was located in the superficial femoral artery. A 7 x 200 x 130 innova¿ stent was advanced but was not able to be fully deployed. The physician cut the shaft of the delivery system from the deployment handle to release the stent. The stent was elongated. A non-bsc stent was deployed over the innova and the procedure was completed. There were no patient complications reported.